Event description:
It was reported that during a generator change out procedure, the pulse generator lost output upon exposure to electrocautery. The device was explanted and replaced. The patient was well post procedure.

Manufacturer narrative:
(B)(4).